Event description:
It was reported that during a laparoscopic colon resection the trocar leaked and did not hold gas. The procedure was converted to open. The procedure was delayed for 10 mins. There was no harm to the pt as a result of the issue. Additional info received indicated that the pt had multiple adhesions and the surgeon was considering converting to an open procedure but first wanted to continue to attempt to operate laparoscopically. Once the trocar leaked the surgeon made the decision to convert to open.

Manufacturer narrative:
Final device investigation showed that there was no obvious damage/defect on both pieces of the device, and that the device met all functional test criteria.